Manufacturer narrative:
The device has been returned for analysis. This report will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode due to system resets. It was confirmed that brady therapy remained available. The system resets occurred during a telemetry session and caused the device to enter safety mode. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption related to telemetry attempts and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.

Event description:
It was reported that an alert was received by the healthcare provider (hcp) which indicated that this cardiac resynchronization therapy pacemaker (crt-p) device had reverted to safety mode with limited critical therapy still available. The patient was noted to be pace therapy dependent. Boston scientific technical services (ts) discussed with the boston scientific field representative the device parameters in this mode, potential concerns and considerations, and provided guidance that the device should be replaced. It was noted that the device had reached explant indicator three days before the safety mode alert occurred. The device was subsequently explanted and replaced the next day. There were no additional adverse patient effects.

Event description:
It was reported that an alert was received by the healthcare provider (hcp) which indicated that this cardiac resynchronization therapy pacemaker (crt-p) device had reverted to safety mode with limited critical therapy still available. The patient was noted to be pace therapy dependent. Boston scientific technical services (ts) discussed with the boston scientific field representative the device parameters in this mode, potential concerns and considerations, and provided guidance that the device should be replaced. It was noted that the device had reached explant indicator three days before the safety mode alert occurred. The device was subsequently explanted and replaced the next day. There were no additional adverse patient effects.

Manufacturer narrative:
The device has been returned for analysis. This report will be updated upon completion of analysis.